Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, two clips failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Correction: block d4: model number. Block h11: investigation results. The resolution 360 ultra clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. The reported event of clip failure to release from catheter could not be confirmed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, two clips failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure.